Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported the connector pin cord would fall off sometime and not stay in port since (B)(6) 2016. A broken connector pin on the ac adaptor was noted. There was a report of poor coupling bars since (B)(6) 2016. Sometime she would get two bars and other times she would get 8 bars. It was indicated the patient would charge for several hours but never get the implantable neurostimulator (ins) 100% charged. The patient's indication for use were dystonia and movement disorders. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, the event will be updated.

Event description:
Additional information was received from a patient. It was reported that the new charger resolved the poor coupling. The patient also noted that the inability to charge her device to 100% was also resolved but she has to keep charging her battery because it will say 100% then the next day it is at 75%. The patient stated the replacement of the desktop charger ¿somewhat¿ resolved the issue.